Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by health care professional that the patient was in the emergency room due to hypoglycemia. Despite good faith attempts to obtain additional details, no further information was obtained regarding medical event.